Event description:
According to the facility on (B)(6) 2024 there was increased bleeding noted post procedure requiring the facility to use "surcigel to control bleeding".

Manufacturer narrative:
According to the facility on (B)(6) 2024 there was increased bleeding noted post procedure requiring the facility to use "surcigel to control bleeding". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.